Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 380 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula was bent. Symptoms reported include hyperglycemia, feeling sick and vomiting. The patient was treated with IV (intravenous) fluids, insulin and tylenol. The patient was released two days later. The pod was worn when seeking medical attention. The pod was discarded.